Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hemostar d/l catheter, two adhesive dressings, two end caps, one tunneler, one introducer needle, one guidewire in a guidewire hoop, one dualator dilator, one dilator, and one introducer peel-apart sheath and vessel dilator were returned for evaluation. Visual, microscopic, functional, and dimensional evaluations were performed. The investigation is confirmed for guidewire fracture, bend, and elongation, as a bend was identified in the guidewire distal to the introducer needle tip. Stretching in the outer coil wire was identified just proximal to the introducer needle hub. A longitudinally aligned split in the inner core was identified proximal to the introducer needle hub, and the two inner core components were partially separated just proximal to the introducer needle hub. The split inner guidewire coincides spatially with the stretched outer coil wire. No damage was identified on the portion of the guidewire exiting the introducer needle tip; however, blood was noted on the needle tip and around the guidewire extending from the needle bevel. Based on measurements taken during sample evaluation and the applicable drawing, the guidewire outer diameter could not be confirmed to be out of tolerance. Although a definitive root cause could not be determined, the observations of the returned guidewire are consistent with damage caused by retracting the guidewire past the introducer needle. The blood residue was concentrated on the guidewire at the distal end of the introducer needle, and the observed outer coil wire stretching and the inner core wire split were near the proximal end of the introducer needle hub. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4, g4. H11: h3, h6 (results 1, conclusion 1). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during dialysis catheter placement, the guidewire allegedly split. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during dialysis catheter placement, the guidewire allegedly split. There was no reported patient injury.